Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. : device not returned.

Event description:
Dr reports patient status post right total hip done on (B)(6) 2020 had fallen and now has a peri prosthetic fracture around the femoral component. Dr requested to revise to a restoration modular hip stem. The surgery was performed without incident. 3 cables were applied for support . No further information is available.